Event description:
The rptr stated that when activated, the flush device is not realigning to the original position allowing the product to continue flushing. The rptr also stated that upon entering the intensive care environment, the device leaks between 24 and 48 hours after use.